Event description:
The event is reported as: staples were not forming properly. No injuries reported.

Event description:
Caller states that customer reportedly received the following results on the aviva system within 10 minutes: 313 mg/dl, 116 mg/dl, and 97 mg/dl. Prior to the results the customer had hypoglycemic symptoms and self- treated by eating grapes and drinking juice, and felt better in 15 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.